Event description:
Clinic notes received for the patient indicate that the patient was experiencing an increase in seizures, magnet not aborting seizures, and high lead impedance. Battery life was noted to be full and it was stated that the device was rechecked 3 times. Chest x-rays were performed and reviewed by the physician and radiology. It was noted that there were no obvious lead discontinuities. The x-rays were not received or reviewed. The clinic notes state that the high lead impedance may be due to fibrosis or a discontinuity not visualized on the x-ray. The patient underwent full revision (replacement of the lead and generator). The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Explanted generator and lead were received by product analysis. Product analysis has not been completed to date.

Event description:
Generator product analysis was completed. In the product analysis lab, the device output signal was monitored for more than 24-hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet output for the programmed settings. The product analysis lab confirmed that the generator was at normal ifi (intensified follow-up indicator) = no condition. There were no performance of any other type of adverse events found with the pulse generator. Lead product analysis was completed. During the visual analysis of the returned 166mm portion the (-) green electrode quadfilar coil appeared to be broken approximately 28mm from the end of the electrode bifurcation. Scanning electron microscopy was performed and identified the area as being mechanically damaged which prevented identification of the coil fracture type, with pitting on some of the broken coil strands. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. A set of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure, no anomalies were identified in the returned lead portions.